Manufacturer narrative:
Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred with bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "the customer observed errors in the reports when they do tests in sst gel ll tubes, they observe gel accumulation in the instrument probe." 10 occurrences were reported.

Event description:
It was reported that erroneous results occurred with bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "the customer observed errors in the reports when they do tests in sst gel ll tubes, they observe gel accumulation in the instrument probe." 10 occurrences were reported.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the failure mode for oil globules with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to oil globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: evaluation/testing of the photos and samples was conducted and oil globules was observed. Additionally, evaluation/testing of the retain samples was conducted and oil globules was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.